Event description:
A pt was treated, after treating the first field the therapist selected next field. The screen then froze and the system had to be rebooted at the on/off button. A short while after the system was rebooted this pt was treated. After treating the first field the therapist hit the next field button, the message "do you want to create a finish fraction" appeared when it should not have.